Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the venous probe parameters could not be measured while using cardiohelp as a v-v ECMO. The display of hb and hct became "---" and the message "out of measurement range" appeared. As stated by the service and sales unit the venous probe may have been exposed to direct sunlight and this may have prevented it from measuring properly. After removing the venous probe and performing calibration, it came to work normally when it was installed in the circuit not to be exposed to direct sunlight. It was stated that it's not a problem with the equipment, but with the way it's used. The cardiohelp risk analysis version 23 (dms# (B)(4) was reviewed on 2020-11-25 and the failure is assessed in section risk ID 7.1.2.6.2 with the following outcome: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: light influences. Based on this the reported failure could be comfirmed. As a most probable root cause light influences could be determind. The event occured during patient tretment without negative outcome for the patient and caused the complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will be created when additional information become available.

Event description:
It was reported that venous probe parameters could not be measured while using as v-v ECMO. The display of hb and hct became "---" and the message, "out of measurement range" appeared. The venous probe may have been exposed to direct sunlight, and this may have prevented it from measuring properly. After removing the venous probe, and performing calibration, it came to work normally when it was installed in the circuit not to be exposed to direct sunlight. In this case the customer believe it's not a problem with the equipment, but with the way it's used. There were no health problems to patient. Complaint number: (B)(4).